Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button began sticking down. Reportedly, the pump still illuminates when the button is pressed. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.